Event description:
Info received that the nurse call was not working correctly. No injury reported.

Manufacturer narrative:
Tech found the nurse call was not being received at expected location. Replaced the bed exit board to resolve this issue.